Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Initial reporter occupation: non-healthcare professional. PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel. If catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. They tried to use the hemospray and activate the carbon dioxide (co2), but the powder was not coming out of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Section d4: catalog number was corrected from hemo-10-EU to hemo-7-EU. Information regarding section d2: suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Continued from section e3: occupation: non-healthcare professional. Information regarding section g5: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. When reactivated and tested as returned, the device did not spray as intended. The co2 cartridge did not discharge upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device sprayed with weak flow. The device was disassembled and powder was seen in the tubes connecting the powder chamber, on/off valve, and low pressure valve. The tubes were disconnected for removal of the powder and no clumps were observed. Loose powder was observed in the central powder chamber cannula. A visual inspection of hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and powder was found on the outer edges of the orange o-rings, but not on the black o-ring. The regulator was pressure tested and found to be able to consistently hold pressure. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. Although the product sprayed with a new carbon dioxide (co2) cartridge, the flow of the spray was weaker than expected, and likely would not travel down a catheter, making it unable to spray. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. They tried to use the hemospray and activate the carbon dioxide (co2), but the powder was not coming out of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.